Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via email that the customer was hospitalized a year prior for a hypoglycemic episode. It was found the customer woke up in the emergency room. The customer was given a glucagon shot for treatment. Customer was unable to provide the details of the hospitalization at the time of the call. The insulin pump will not be returned for analysis.